Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The first issue that was addressed was the system stuck in initializing. The ias was not receiving power from the mvs and it was noted that someone or something had stepped on/ hit/ kicked the interconnect cable at the ias connection point and bent the rear cab plate and broke the cabling in the umbilical. This caused the loss of communication/ charging between mvs and ias. The umbilical was swapped out and the system rebooted. Power and communication were restored to the ias. Once restarted the mvs showed a message that "an error has occurred that may have damaged the system's integrity." The software was reloaded after replacing the cmos batteries on both the mvs and ias. The system was integrated with the s8 for verification. System is fully functional and operates as intended. In total system was checked out and the interconnect cable and both cmos batteries replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used during a spinal procedure. It was reported that the system was stuck in initializing. The site rebooted 5 times with different connection sequences. They let the system rest for 10 to 15 minutes after booting up, and tried to reseat the cables but there was no change. The site used a c-arm for the case. There was a half hour delay and no impact to patient outcome.

Manufacturer narrative:
H2: continuation of d10: cable assy bi30000443 mvs interface, lot number: rev. 2 : s/n (B)(6) h3: the returned cable assembly was returned and it was note that it failed the continuity and bench testing. It was reported that there were open connections found within the cable. (B01,c02,d02) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.